Event description:
The customer alleged that she performed a control test using her breeze2 meter and received a result of 14 mg/dl. The normal control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The customer was unable to troubleshoot during the call due to poor eyesight. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.